Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer was able to load the original cartridge back into the pump without further troubleshooting after a reset was performed before contacting technical support.